Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged coughing, feeling unrested and sore throat. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal and external visual inspection of the device. The manufacturer found unknown white and black contamination (dust like), inconsistent with degraded sound abatement foam, and some potential very small hairs or fibers at the air input of the blower box, dried up liquid spots at the air input of the blower box, slight dust-like contamination on top of the blower motor and blower motor seal. The manufacturer also found tiny specs and a thin white strip of unknown white contamination on the bottom of the blower box, moist spots on the sound abatement foam, on the air output side in the blower box. The device's downloaded event log was reviewed by the manufacturer and found the following error codes, one instance of e-193, two instances of e- 200, two instances of e- 53 and one instance of e- 130. The manufacturer concludes evidence of sound abatement foam degradation or breakdown. The manufacturer also confirms the presence of various contamination which is sourced most likely external to the device.